Event description:
It was reported that there was suspected extrinsic outflow graft obstruction (eogo) based on computed tomography (CT) images. Log files analysis was requested. Log files showed that the pump was working as intended. No CT images were provided.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.